Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a provider observed that "eos = yes" was observed during normal follow-up. Two weeks prior, the device showed ifi = no. It was reported that the patient had not undergone any recent surgeries or MRI procedures or knowingly been exposed to any unusual electromagnetic interference. Review of decoded programming and diagnostic history shows that a system diagnostic was performed on (B)(6) 2016 with results of 2.932 v and 30.321% consumed, ifi=no. On (B)(6) 2016, the device was interrogated and indicated that outputs had been disabled due to "vbat < eos threshold." Battery voltage showed 3.080 v and 30.491% battery capacity used. The device was interrogated three times on this date, but the device was not programmed back on until the following appointment on (B)(6) 2016. On (B)(6) 2016, the device was programmed back on and a final system diagnostic showed 3.053 v, 30.575% consumed, and ifi = no. Manufacturing records were reviewed for the pulse generator and lead and no unresolved nonconformances were identified prior to device distribution.

Event description:
The generator was reportedly explanted on (B)(6) 2016. The generator has been received by the manufacturer and is currently undergoing product analysis.

Event description:
The explanted generator was returned and product analysis was completed. Various electrical loads were attached to the pulse generator and resulting diagnostics identified that the generator was able to accurately measure resistance values. The generator was able to adequately provide the expected levels of output current when placed in a simulated body temperature environment. The battery voltage was within the threshold for near end of service (neos) condition. The pulse disabled byte had been previously set when the generator had a battery voltage greater than the expected value for the byte to be set.